Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 136 mg/dl at the time of incident. The customer stated that the insulin pump did not exit the tubing after set change. The customer was advised to rewind the insulin pump and ran a manual prime after changing the reservoir. The no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.